Manufacturer narrative:
It was reported that during an unidentified procedure, the loop pulled away from the lap sponge and the lap sponge was retained in the surgical site. After multiple good-faith attempts, the facility contact was unable or unwilling to provide additional patient, product, or procedural information related to the reported incident. It is unknown how the lap sponge was originally being used during the procedure. It is unknown if the reported loop separation occurred during first use of the lap sponge. It is unknown if the retained lap sponge was identified during or after the procedure. The method used to retrieve the retained lap sponge from the surgical site was not identified. It is unknown if the patient required additional medical intervention or follow-up care related to this incident. No additional details related to this incident were reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause could not be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during an unidentified procedure, the loop pulled away from the lap sponge and the lap sponge was retained in the surgical site.